Manufacturer narrative:
On 5/20/2020, mentor became aware of the following: 1) patient's age was 53; field a2 has been updated on this form 2) this was patient's primary reconstruction surgery 2) date of explant was updated to (B)(6) 2019 under field d7 as per additional information received, removal of the left implant for (B)(6) was (B)(6) 2019 and no replacement until (B)(6) 2020 with catalog number smxp135rh; serial number (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast reconstruction surgery with 500cc artoura breast tissue expander and experienced wound infection on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number smxp135rh; serial number (B)(4) on the left side and with catalog number smxp135rh; serial number (B)(4) on the right side on (B)(6) 2019.